Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Manufacturer related report number: 2916596-2024-01126. It was reported that the patient had a worsening infection from their driveline. The type of infection was not provided. They were treated with vacuum assisted closure (vac) therapy, but this was unsuccessful. The pump was then exchanged on (B)(6) 2024. It was noted that the device had operated as expected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.